Event description:
It was reported that patient underwent a partial knee arthroplasty on (B)(6) 2015. During the procedure, a peg on the femoral component trial fractured inside the femur. The fractured piece was removed and the procedure was completed.

Manufacturer narrative:
This follow-up report is being filed to report additional information, as well as results of the product evaluation, which was not complete at the time of the initial medwatch. Evaluation of device found evidence that failure mode was due to suboptimal welding at the joint of the peg. The design of the device was updated to include laser welding on both the anterior and posterior peg holes.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed because the lot & manufacture information could be: lot number - fs66025; manufacture date ¿ aug 22, 2013. Or the part/lot information could be: lot number - fs69503, manufacture date ¿ oct 16, 2013. There are warnings in the package insert that state that this type of event can occur. Under precautions, number 5 states, "intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments, which have experienced extensive use or excessive force, are susceptible to fracture."

Manufacturer narrative:
This follow-up report is being filed to relay the lot number and return date of the device, both of which were unknown at the time of the initial medwatch. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.